Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the maryland bipolar forceps instrument to be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps (mbf) wire was broken. The procedure outcome was unknown.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the black conductor wire was broken. There was no loss of cautery or thermal damage. No fragment fell into the patient. No post-operative test was performed. The patient did not return to the hospital due to experiencing any post-surgical complications. There was no patient injury. The procedure was completed robotically with the same da vinci system and with the same instrument.

Event description:
Refer to h10/h11 for follow-up information.